Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was fractured approximately 5.0 cm and kinked approximately 69.0 cm from the proximal end. The pull wire was completely retracted out of the distal detachment tip (ddt). The embolization coil was detached from its pusher assembly inside its introducer sheath. The embolization coil was advanced partially out of the distal tip of the introducer sheath, had offset coil winds and coagulated blood was present inside the sheath. Conclusions: evaluation of the returned pc400 revealed the pusher assembly was kinked and the embolization coil had offset coil winds. These damages are likely a result of forcefully advancing against resistance. The non-penumbra microcatheter used in the procedure was not returned for evaluation; therefore, the root cause of the resistance could not be determined. Further evaluation revealed the pusher assembly was fractured. If the pusher assembly is forcefully manipulated outside of the patient body the pusher assembly may become fractured. This will likely cause the pull wire to retract from the distal detachment tip (ddt), allowing the embolization coil to detach. This fracture and coil detachment were likely incidental and occurred post-procedure as they were not mentioned in the complaint report. Blood was coagulated within the introducer sheath preventing the returned pc400 from being functionally tested. If continuous flush is not used, blood may backflow into the sheath and may contribute to resistance experienced during the procedure. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400s (pc400s). During the procedure, the physician successfully placed seven pc400s using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance another pc400 through the middle of the microcatheter and, therefore, the pc400 was removed. It was reported that the embolization coil was distorted and compressed at the tip. The procedure was then completed using a new pc400 and the same microcatheter. There was no report of an adverse effect to the patient.